Manufacturer narrative:
Concomitant medical product: 407645 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed sepsis and had an underlying complete heart block condition. The implantable pulse generator (ipg) system was explanted and the device was used in a semi-permanent capacity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable pulse generator (ipg) system was replaced.